Manufacturer narrative:
We checked the returned unit and confirmed that the aft suction tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the aft suction tube. In addition, we confirmed that the control body fluid damage, the insertion flexible tube (ift) buckled, the light guide cable buckled, the us connector body corroded, the u/d knob leak, the deflector body loose, the distal body worn out, the insertion flexible tube (ift) bump, the operation channel resistance, the angle wire grinding, the deflector wire rupture, and the us connector cable dented; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.